Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7070862.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was not getting an adequate pain relief. The patient underwent an explant procedure wherein the ipg and lead were removed. The patient was doing well post-operatively and the explanted devices were not returned.